Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a draining slowly message followed by an air detected in cassette message during drain 3 of 5 of treatment. The patient was advised by the on-call pd registered nurse (pdrn) to cancel treatment, disconnect, and remove the cassette. The patient then discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated they saw fluid movement on cassette but was unsure if the film was loose as they discarded supplies. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for 24 hours and follow up with their pdrn. It was reported that an alternate treatment option was available but has not been performed before due to being new to pd treatments. Upon follow up, the patient confirmed the reported event and that this was the first week of dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient allowed the cycler to dry for 24 hours and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a draining slowly message followed by an air detected in cassette message during drain 3 of 5 of treatment. The patient was advised by the on-call pd registered nurse (pdrn) to cancel treatment, disconnect, and remove the cassette. The patient then discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient stated they saw fluid movement on cassette but was unsure if the film was loose as they discarded supplies. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for 24 hours and follow up with their pdrn. It was reported that an alternate treatment option was available but has not been performed before due to being new to pd treatments. Upon follow up, the patient confirmed the reported event and that this was the first week of dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient allowed the cycler to dry for 24 hours and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.